Manufacturer narrative:
It is not known at this time if we will be receiving the device for evaluation. Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Our sales rep reported on (B)(6) 2010 by phone that she has got the info from the nurse who works in the sterilization dept that it was noticed that the dynamic locking was not possible at the target device. We hope to receive further info on the event from the leading nurse or a surgeon.